Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Test (appt on (B)(6)) result on (B)(6) at jury duty lot (B)(6) with a rapid pcr accula positive test cassette lot # p21355-007. Test (appt on (B)(6)) result neg at (B)(6) (test type and brand unavailable) test (appt on (B)(6)) result neg on (B)(6) at curative at (B)(6) adult school (rapid pcr) (brand unavailable). No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Test (appt on 1/29) result on 1/30 at jury duty lot san rafael, ca with a rapid pcr accula positive test cassette lot # p21355-007. Test (appt on 1/29) result neg at kaiser (test type and brand unavailable). Test (appt on 1/30) result neg on 1/30 at curative at berkeley adult school (rapid pcr) (brand unavailable). No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.